Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that 2-3 months ago the patient was scheduled for a refill and the alarm went off on the weekend a couple days before seeing the health care provider (hcp). There were no symptoms, just the alarm. At the refill appointment the hcp noticed that when the old medicine was taken out, there was not enough medicine withdrawn from the pump. The cause for the amount of medicine was not known, but the hcp thought there should have been more left in the pump. Something was thought to be wrong with the pump and the hcp said that it needed to be checked out. Nothing was ever done about it. The system had been used to deliver dilaudid.